Manufacturer narrative:
Patient information was not provided. Without a lot number, the expiration date and manufacture date could not be determined. No sample was received for analysis and no lot number was provided. A 2-year review of historical complaint data showed no trends were observed. 3m will continue to monitor.

Event description:
An anaphylactic reaction was reported that occurred six days after a cervical fusion surgery protected by a 3m¿ steri-drape¿ large towel drape 1010. A medical alert band was worn the day of surgery due to prior skin reactions with adhesives. The consumer went to the emergency room six days after surgery due to symptoms of facial itchiness with a burning sensation and facial and throat swelling. An intravenous infusion of diphenhydramine and a steroid was administered, and the symptoms resolved. The consumer was discharged from the emergency room the same day. Skin redness under the adhesive area of the 3m¿ steri-drape¿ large towel drape 1010 was also observed.